Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was also reported that the patient did not have adequate coverage. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4).